Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. Unable to verify keypad unresponsive or button error alarm due to blank display noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and moisture damage with unresponsive keypad. The customer's blood glucose value was unknown. The device will be returned for analysis.